Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device has previously been reported for this event on report number 0001825034-2017-11269. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 115316, comp rvrs shldr glnsp +6 36mm, lot 693250, 115378, comp rvs tray +10mm co 44mm, lot 975780, 010000589, comp rvrs 25mm bsplt ha+adptr, lot 161050, 115400, comp rvs cntrl 6.5x50mm st/rst, 336510, 180561, comp nlk scr 3.5hex 4.75x35 st, lot 533210, 180562, comp nlk scr 3.5hex 4.75x40 st, lot 849740, 180560, comp nlk scr 3.5hex 4.75x30 st, lot 251780, 180560, comp nlk scr 3.5hex 4.75x30 st, lot 480010, 180563, comp nlk scr 3.5hex 4.75x45 st, lot 454650, 211230, compr srs mod stem - 6x75mm, lot 541500, 211216, compr srs prox bdy - sm 58mm, lot 688930. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11140, 0001825034 - 2018 - 11142.

Event description:
It was reported that approximately 9 months post implantation, patient underwent a revision of the glenosphere, bearing, and tray due to dislocations. Patient was converted to a custom constrained device. Attempts have been made and no further information has been provided.